Event description:
It was reported that intermittent malfunction alarms occurred. Customer's blood glucose (bg) level was 165-242 mg/dl. Customer delivered a bolus to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.